Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain ¿ dysmennorhea"), abdominal pain ("pain ¿chronic, pelvic/abdominal"), back pain ("pain ¿back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("bleeding ¿menorrhagia/abnormal bleeding (menorrhagia)") and migraine ("migraine/headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, metrorrhagia, menorrhagia, tooth disorder, gastrointestinal disorder, nervous system disorder, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note in date of insertion : (B)(6) 2013, (B)(6) 2018. The plantiff received treatment for dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, menorrhagia, tooth disorder, gastrointestinal disorder, nervous system disorder, fatigue diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Reporter information, lab data added. Events: abnormal bleeding (vaginal), migraine/headaches added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal') and salpingitis ('there was swelling of both cornual regions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain ¿ dysmenorrhea"), abdominal pain ("pain ¿chronic, pelvic/abdominal"), back pain ("pain ¿back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("bleeding ¿menorrhagia/abnormal bleeding (menorrhagia)") and migraine ("migraine/headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy and to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, intermenstrual bleeding, heavy menstrual bleeding, tooth disorder, gastrointestinal disorder, nervous system disorder, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, intermenstrual bleeding, migraine, nervous system disorder, pelvic pain, salpingitis, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note in date of insertion : (B)(6) 2013, (B)(6) 2018. The plaintiff received treatment for dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, menorrhagia, tooth disorder, gastrointestinal disorder, nervous system disorder, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal') and salpingitis ('there was swelling of both cornual regions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain ¿ dysmenorrhea"), abdominal pain ("pain ¿chronic, pelvic/abdominal"), back pain ("pain ¿back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("bleeding ¿menorrhagia/abnormal bleeding (menorrhagia)") and migraine ("migraine/headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy and to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, intermenstrual bleeding, heavy menstrual bleeding, tooth disorder, gastrointestinal disorder, nervous system disorder, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, intermenstrual bleeding, migraine, nervous system disorder, pelvic pain, salpingitis, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note in date of insertion : (B)(6) 2013, (B)(6) 2018. The plaintiff received treatment for dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, menorrhagia, tooth disorder, gastrointestinal disorder, nervous system disorder, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporters information added. Event:there was swelling of both cornual regions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain ¿ dysmennorhea"), dyspareunia ("dyspareunia"), abdominal pain ("pain ¿chronic, pelvic/abdominal"), back pain ("pain ¿back"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menorrhagia ("bleeding ¿menorrhagia"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, menorrhagia, tooth disorder, gastrointestinal disorder, nervous system disorder and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy note in date of insertion: (B)(6) 2013, (B)(6) 2018. The plantiff received treatment for dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, menorrhagia, tooth disorder, gastrointestinal disorder, nervous system disorder, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Removal date updated. Event ¿ injury¿ was replaced with dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, menorrhagia, tooth disorder, gastrointestinal disorder, nervous system disorder, fatigue. Lab details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.